Event description:
Corrected product information. Corrected event date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter unpaired itself. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4). B3:date of event - corrected. D4:additional device information - corrected/additional. H4: device manufacturer date - corrected. H6:event problem and evaluation codes - method code - additional.